Manufacturer narrative:
Explant date: if explanted, give date: there is no indication that the lens was explanted. Initial reporter's phone number: (B)(6). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that a toric intraocular lens rotated by 15 degrees post-implantation. The surgeon commented that the issue may be due to the viscoelastic healon not being entirely removed from the patient's eye. No patient injury was reported. No further information was provided.

Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the serial number is unknown, therefore the manufacturing records could not be reviewed. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.